Event description:
It was reported by svc report that the head left siderail could not be locked in the up position. It was further reported that the siderail cable was damaged with exposed wires, and the fowler was bent and could not lay flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: - bent fowler.